Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening on radius, crease fold, wear abrasion, yellow biological tissue on the shell, white calcification on the shell, broken on plug strap, and brown particles in the shell. Leak test and microscopic analysis was performed which identified, a crease sharp opening on radius and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease sharp opening on radius assessed, as fold flaw opening. Striated broken on plug strap assessed, as surgical damage.

Event description:
Healthcare professional reported, a left side deflation. Device has been explanted and replaced.